Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was using 14 volt batteries until they drained. Two unusual rotor displacements were also noted. Log files were submitted for review and captured system controller clock alarms throughout the event history. The periodic history indicated that the alarms began sometime on 15mar2026. The patient was on battery power prior to the alarm occurring. In addition, the log files captured numerous low flow events toward the end of the event history. It was additionally reported that the displacements were believed to be caused from transient pump stop or rpm drop. No troubleshooting was performed but the patient was being cared for as compliance was low. The patient was using the 14 volt batteries until they drained. It was a patient compliance issue. Intensive patient home device education was ongoing.